Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 189249: 48 items manufactured and released on 13-mar-2019. Expiration date: 02-mar-2024. No anomalies found related to the problem to date, 46 items of the same lot have been already sold without any other similar reported event. Other device involved in the event. Moto partial knee 02.18.tf4.rm tibial tray fix cemented s4 rm lot. 189256 (k162084). Batch review performed on (B)(6) 2020. Lot 189256: 50 items manufactured and released on 27-feb-2019. Expiration date: 17-feb-2024. No anomalies found related to the problem. To date, 41 items of the same lot have been already sold without any other similar reported event. Moto partial knee 02.18.if4.09.rm tibial insert fix s4 rm - 9mm lot. 189282 (k162084) batch review performed on (B)(6) 2020. Lot 189282: 35 items manufactured and released on 09-apr-2019. Expiration date: 26-mar-2024. No anomalies found related to the problem. To date, 26 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain 11 months after the primary surgery. The surgeon revised all moto implants to sphere implants. The surgery was completed successfully.